Event description:
It was reported the lead was explanted and replaced due to low impedance (< 100 ohms). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: inner insulation breached; full lead analyzed.